Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history shows the last bolus and the last basal delivery were on (B)(4) 2013. The pump was used after the complaint date on 07/28/2012; all data has been overwritten in both alarm and black box downloads. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the existing black box or alarm history. No hypersensitive keys were observed on keypad. The units remaining were correctly calculated and accurately written to the pump history. The returned pump was subject to a 29 hour flow accuracy test; the pump passed and was found to be delivering within the specified range. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Unrelated to the complaint, the display lens was found to be scratched and the ok keypad symbol was found to be worn. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012, the reporter contacted animas to report that on unspecified dates, the patient obtained the elevated blood glucose readings of 547 mg/dl, 542 mg/dl and 'mid-300's mg/dl.' At that time the patient experienced no symptoms of high or low blood glucose levels. The patient did not seek any medical attention or treatment. Troubleshooting revealed the pump date was incorrect by one day, and that the patient was incorrectly programming the bolus dose of insulin as recommended by the pump ezcarb function. A review of the pump history revealed that every bolus given through ezcarb function since (B)(6) 2012 was 0.0 units. The basal rate was set correctly. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by incorrectly programming bolus doses through the pump's ezcarb function, and by not programming the correct date/time on the pump, both of which could have contributed to elevated blood glucose levels. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.